Manufacturer narrative:
The pump passed the prime, excessive no delivery, and displacement tests. No excessive no delivery alarm noted during testing. However, the pump had minor scratches on the lcd window, cracked case at the window corners, broken battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump was continuously alarming with no delivery. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).